Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii/IV." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade iii/IV."

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii/IV." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles, deformation, and the weight the device within specification. After the autoclave cycle cloudy gel was observed . Based on the device analysis the final assessment is: no issues found related to the manufacturing process.